Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the gastric on the first firing during a laparoscopic gastric sleeve procedure, once the green toggle was pressed, the indicator stopped flashing, the reload turned from white to green. The surgeon was unable to squeeze the handle, so the device did not fire. Another reload, shell, and adapter were used to complete the case. There was no patient injury.